Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to b3 and b5. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
Customer additionally reported that the device was cleaned, disinfected, and sterilized before it was returned to olympus. It was not known when the foreign material adhered to the endoscope.

Manufacturer narrative:
The device was cleaned, disinfected, and sterilized prior to returning to olympus the device was returned to olympus for evaluation. The customer¿s allegation was confirmed due to clogging of nozzle, air supply volume does not meet the standard value during repair estimate/ inspection. Additional findings were non reportable: irrigation error, the angulation wires were stretched, adhesive on bending section cover has a chip, adhesive on bending section cover has a crack, and adhesive on bending section cover has white-clouded area. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that the evis lucera elite colonovideoscope had an issue with the air/water flow from the air/water flow system during an unknown procedure that was completed. The reported issue was found during inspection for use. Inspection and testing of the returned device found that the nozzle has foreign objects inside. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.